Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a crack was found in the case near upper right corner of display-damage to pump case. A leak was due to cracked pump case. Moisture inside all internal pump: on transceiver board, on display board, and on motor flex connector. Call service 078-0008 alarm observed in the black box and alarm history. Call service alarm 078 was duplicated. Due to moisture damage on motor flex connector, the motor is not working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.